Manufacturer narrative:
Batch review performed on 23 mar 2026. Gmk-revision 02.07.0520scf fixed tibial insert semiconstrained s.5 / 20 mm (k103170) lot: 187618: (B)(4) items manufactured and released on 23-oct-2018. Expiration date: 2023-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07. Scp20 tinbn coated sc peg - 20mm (k210010) lot: 2011017: (B)(4) items manufactured and released on 10-feb-2021. Expiration date: 2026-jan-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner and peg height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 4 years 4 months from medacta primary surgery, the patient came in due to instability and the cause is unknown. The surgeon observed that the bone/tissue quality was poor. The surgeon revised the semiconstrained 20mm s5 insert to a semiconstrained 23mm s5 insert and revised the tinbn coated 20mm peg to a tinbn coated 23mm peg. The surgery was completed successfully.